Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted along with concurrent cystoscopy due to stress urinary incontinence and cystocele. It was reported that patient underwent mesh revision and implantation of mesh due to recurrence of stress urinary incontinence and mesh erosion on (B)(6) 2007, and another procedure to remove previously implanted mesh and implant a new mesh on (B)(6) 2007 due to persistent stress urinary incontinence. It was reported the patient underwent surgery for cystocele, stress urinary incontinence and urgency incontinence on (B)(6) 2007, and aris transobturator tape (mentor) was implanted. It was reported that patient underwent mesh removal on (B)(6) 2012, due to mesh protruding through vaginal wall. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that the patient underwent two more procedures, on (B)(6) 2007 and (B)(6) 2007 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2007 under dr. (B)(6) at (B)(6) hospital. It was reported that the patient underwent mesh revision on (B)(6) 2007 under dr. (B)(6) at (B)(6) hospital. It was reported that the patient underwent mesh revision on (B)(6) 2012 under dr. (B)(6) at (B)(6) hospital. No additional information was provided.